Manufacturer narrative:
No sample was received by manufacturing for evaluation. Batch record review showed that all testing results are within specification. No other adverse reactions have been reported so far for the reported lot. Since no complaint sample is available, no further evaluation can be performed. Additional information was requested. (B)(4).

Event description:
A surgeon reported that expired product was used during a procedure. The patient presented with post-operative inflammation which was treated and controlled with ocular drops. Additional information has been requested.